Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose was 90 mg/dl at the time of incident. Customer stated that the unexpected restart occured after each battery replacement. No troubleshooting was performed. Insulin pump is not expected to return for analysis.